Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. An olympus field service engineer checked the device and the board set of the device was replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image flashed briefly and then went black when olympus 180 series videoscopes were connected. The device worked properly when olympus 190 series videoscopes were connected. The olympus videoscope cable maj-1430 was replaced, but the issue could not be resolved. Other video system centers worked properly with olympus 180 series videoscopes plugged in. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information provided by the user facility, the reported event occurred before the procedure. The user facility then used an olympus 180 series endoscope, and completed the intended procedure. When olympus medical systems corp. (Omsc) checked the change history of device parts, it confirmed that the design of the dr board had been changed on (B)(6) 2018. Since this device was manufactured before the design change of the operational amplifier circuit of the dr board, it is possible that the endoscope image was not displayed only when the olympus 180 series endoscope was connected due to the failure of the operational amplifier. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.